Event description:
The customer called for help with a control test as she had just received the meter. She performed 2 normal control tests and received a reading of 182 mg/dl. The control range is 86-118 mg/dl. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.